Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 800 mg/dl. The customer actually had a heart attack, and his blood pressure was extremely low. The customer was confused, not coherent and feeling sick. Prior to the event, the customer was trying to change the infusion set, but he never inserted a new one. Possibly because he was so confused. The customer did not receive any insulin all day. It was stated that the insulin pump was checked, and it appeared to be functioning properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.